Event description:
It was reported that during a procedure an expired implant was used, this was left inside the patient. No patient injuries or delay reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10. H3, h6: one biosure regenesorb 8x25mm screw, used for treatment, was not returned for evaluation. There allegation was confirmed. The life of use for the reported product is three years. At time of use, the item used, was approximately two months beyond expiration. Smith and nephew does not support or share responsibility with incorrect use or care of device. This includes off label use; use of product past expiration date listed on the package. It is up to the purchase agent to maintain stock which includes rotation and use of oldest product first. Complaint history review indicated no similar allegations for the lot number reported. Batch review did not indicate a condition or product/procedure failure that supported the allegation. Product met specifications upon release to distribution. No additional actions required at this time. Per medical investigation, reportedly during a procedure an expired biosure screw was implanted. It has been communicated that the ¿patient recovery is normal¿ and the procedure was completed as normal. Since no patient harm is being reported and no adverse consequence is anticipated as a result of this occurrence, no further clinical assessment is warranted at this time.